Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2019-10152. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Patient reported right side ¿deflation¿. Healthcare professional later reported ¿deflation¿. Device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed broken device assessed as surgical damage, observed an opening assessed as unidentified (tear) opening also observed crack in the valve assessed as cracked valve seat diaphragm valve and missing piece of shell assessed as inconclusive. As per the investigation procedures, creases and wear abrasion were completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Patient reported right side ¿deflation¿. Healthcare professional later reported ¿deflation¿. Device has been explanted and replaced.